Event description:
"E" was initially received via regulatory authority (food and drug administration on 10-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), memory impairment ("memory issues"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and fatigue ("I'm too tired"). The patient was treated with surgery (essure scheduled to be removed in 2018). At the time of the report, the pelvic pain, memory impairment, abdominal pain lower, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, fatigue, memory impairment and pelvic pain to be related to essure. The reporter commented: an intervention was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 10-sep-2018. The most recent information was received on 01-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection, multigravida, parity 4, flank pain, kidney infection, burning micturition, depression, abdominal pain generalized, gerd, fatigue, dysphagia, constipation, right lower quadrant pain, weight loss, menometrorrhagia, dysmenorrhea, obesity, nail changes, heartburn, painful intercourse, numbness, joint pain, headache, stress, photophobia, shortness of breath, depression, anxiety, metabolic syndrome and panic attack. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), memory impairment ("memory issues"), abdominal pain lower ("cramping / severe cramping"), abdominal distension ("bloating") and tiredness ("I'm too tired"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), alopecia ("hair loss"), fatigue ("fatigue") and feeling abnormal ("brain fog") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy cystoscopy (in florida)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, memory impairment, abdominal pain lower, abdominal distension, tiredness, alopecia, uterine leiomyoma, fatigue, weight increased and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, feeling abnormal, genital haemorrhage, memory impairment, pelvic pain, tiredness, uterine leiomyoma, weight increased and fatigue to be related to essure. The reporter commented: an intervention was mentioned but not specified and /or assigned to one of the events. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection nos, multigravida, parity 4, flank pain, kidney infection, burning micturition, depression, abdominal pain generalized, gerd, fatigue, dysphagia, constipation, right lower quadrant pain, weight loss, menometrorrhagia, dysmenorrhea, obesity, nail changes, heartburn, painful intercourse, numbness, joint pain, headache, stress, photophobia, shortness of breath, depression, anxiety, metabolic syndrome and panic attack. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), memory impairment ("memory issues"), abdominal pain lower ("cramping / severe cramping"), abdominal distension ("bloating") and tiredness ("I'm too tired"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), alopecia ("hair loss"), fatigue ("fatigue") and feeling abnormal ("brain fog") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy cystoscopy (in florida)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, memory impairment, abdominal pain lower, abdominal distension, tiredness, alopecia, uterine leiomyoma, fatigue, weight increased and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, feeling abnormal, genital haemorrhage, memory impairment, pelvic pain, tiredness, uterine leiomyoma, weight increased and fatigue to be related to essure. The reporter commented: an intervention was mentioned but not specified and /or assigned to one of the events. Discrepancy noted in date of insertion (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: plaintiff fact sheet and medical records received. Events added from pfs- bleeding, hair loss, fibroids, fatigue, weight gain, brain fog. Medical history, reporter information, aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.